Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.